Event description:
Rupture right breast implant. The pt underwent augmentation mammoplasty at age 21 with silicone gel. The pt noted onset of local symptoms at age 25 described as breast pain, tenderness, and hardness. Systemic complaints have also been present since age 25. Complaints include arthralgia, myalgia, chronic fatigue, documented lymphadenopathy, documented neurologic symptoms with paresthesisas, documented sicca symptoms, dysphagia, balance disturbance, sleep disturbance, easy bruisability, bladder irritability, bowel irritability, and night sweats. Bilateral shotty epitrochlear lymph nodes were present and some asymmetry of the breasts, the right breast being harder than the left, was noted on examinaton. Multiple tender points were present on examination as well. Laboratory evaluation was negative for the presence of inflammatory disease. Pt meets criteria for atypical rheumatic syndrome. She is unable to work, does not participate in any recreational activities, and is only able to carry out a few household activities due to severe pain and fatigue, the pt meets criteria for disability category a, one-hundred percent disability. (*)